Manufacturer narrative:
This report is for a veterinary case and therefore only a reportability of product malfunction will be assessed (according to FDA guidelines). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the breakage of the veterinary plate occurred at the sixth distal plate hole close to the area of the bone fracture. The plate is made of stainless steel. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards. The dimensions of the investigated plate (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the procedure and ao/asif specifications. Macroscopic lines of rest are documented on the fracture surface of the distal fragment and are a sign for a fatigue failure. Corrosion marks were observed in several plate holes. These corrosion marks result from micromovements between the screw head and the plate. The micromovements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. When examining the proximal fracture surfaces of the plate using scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The primary crack started at the upper part of the plate and ran into the material. A secondary crack initiation zone was documented on the lower side of the plate. After breaking, the two plate fragments rubbed against each other causing partly destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and almost over the entire fracture surface. The presence of these striations is a clear indication of a fatigue process. The area with dimples corresponds to the residual forced fracture zone. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads (two-sided). Constant alternating bending loads (during movement) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the veterinary plate. Over a long period of time the plate had to act as a single stabilizer (non-union). The implant could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the cat may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
2.7mm/2.0mm cut-to-length plate 50holes/300mm-veterinary. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event update: it was reported that, when examining the standing animal, it was obvious that the right tarsus was swollen and painful when palpated. When examining the animal lying down, it quickly became obvious that some mobility could be felt in the tarsal "joint". This meant that the plate was broken or loose. In the sideways picture of the right tarsus, a fracture of the plate could be seen, just distal from the 7th screw, counted from the proximal side. There seemed to be some osseous infilling of the talocrural joint and the distal intertarsal joints. However, osseous infilling did not seem to be complete at the proximal intertarsal joint. It is completely unclear how the plate could have broken. This report (update) is 1 of 2 for (B)(4).

Event description:
Device report from (B)(6) reports the following veterinary case: panartrodeze of the tarsus was performed four months prior to this report. The healing went well until the week prior to this report, when the plate broke at a screw hole. A revision surgery was performed and the implants were removed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient is a veterinary case, therefore patient information will not be provided. Explant date: unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.